Event description:
A customer contacted baxter's technical service center and reported unspiking the bag and then reconnecting it. This occurred during set up and the patient was not connected. The technical service representative (tsr) explained that unspiking can lead to contamination. The home patient (hp) will start over with new supplies. Product surveillance contacted the patient's wife on (B)(6) 2010. The patient's wife stated that the patient accidentally unspiked the bag and then reconnected it. The wife stated that baxter advised him to discard the supplies and start over with new ones to prevent contamination. There were no defects in the bag or cassette. The patient resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report of a supply bag becoming unspiked and the patient respiking it cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause is user error. Labeling review found the labeling adequate for the user error identified in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore baxter cannot determine the root cause.